Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, an audible noise was heard after approximately 1 hour of use. At that time, a spark was also observed. During ablation of the defective fiber, the hand of the operating room nurse was burned. Use of the fiber was immediately stopped, and the fiber was removed. It was observed that the fiber was split at the proximal end near the connector. The procedure was then continued using a second fiber. The second fiber then split in two at the distal end near the patient and caused a burn on the physician. The fiber was replaced, and a third new fiber was opened and used to complete the procedure without any further device issues or complications. This complaint is for the first fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Additionally, burn(s) are a known inherit risk of the device and is documented in the risk analysis.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, an audible noise was heard after approximately 1 hour of use. At that time, a spark was also observed. During ablation of the defective fiber, the hand of the operating room nurse was burned. Use of the fiber was immediately stopped, and the fiber was removed. It was observed that the fiber was split at the proximal end near the connector. The procedure was then continued using a second fiber. The second fiber then split in two at the distal end near the patient and caused a burn on the physician. The fiber was replaced, and a third new fiber was opened and used to complete the procedure without any further device issues or complications. This complaint is for the first fiber.